Event description:
Contact reported the cage broke where the implant is attached to the inserter. Rep doesn't know why it broke. Patient awoke from surgery with pain in right leg. Surgeon used same implants in second surgery.

Manufacturer narrative:
Devices remain implanted in the patient. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device remains implanted.